Event description:
On or about (B)(6), 2009, the plaintiff was implanted with an ams miniarc sling with the intention of treating her stress urinary incontinence. It was alleged by the plaintiff's attorney that the "plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, urinary problems, and other injuries." The "plaintiff has experienced significant mental and physical pain and suffering, will likely undergo a surgical procedure to remove the product," and "undergo additional corrective surgery, has required additional medical treatment, and has sustained permanent injury," along with, "mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.